Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 27 mg/dl and 82 mg/dl on (B)(6) 2014 and 19 mg/dl, 15 mg/dl, 19 mg/dl, 18 mg/dl, 19 mg/dl, and 90 mg/dl on (B)(6) 2014. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product available to be returned.